Event description:
Dirt found on luer lock port of home pump. Not the first time we have encountered this. In the past it was rare, but now we are getting more eclipses with dirt, hair, and even dead bugs. All eclipses are sealed in packages when we noticed the dirt.